Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose, with a value of 452 mg/dl . The customer's blood glucose value at the time of the phone call was 397 mg/dl. The customer reported that treating with the insulin pump did not resolve the high blood glucose. During troubleshooting the customer reported that there had been no symptoms as a result of the high blood glucose. During troubleshooting the high pressure test was performed and it was determined that the insulin pump was functioning as designed. The insulin pump is not being returned or replaced. The customer was advised to monitor the blood glucose and to change out the set and reservoir.